Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.1 pockets was failed and not detected on bus. A field service engineer was unable to log in using network credentials to run hardware test application. The row board cable on 3.1 half height was reseated. After reseating the cable, the customer was able to recover the three off-bus pockets without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 failed and user was unable to login. The customer attempted to recover the drawer, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.